Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) visited system onsite and confirmed that the system was not booting up. Upon troubleshooting, the fse found loose cable connection. Fse suspected that the loose connection occurred due to the cabinet was moved front and back. To resolve the issue, the fse reseated the cable connection and verified the system function. The system was returned to use in good working condition. The codes were updated based on the investigation outcome.